Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) per documentation, it was reported that the patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2025, the patient experienced a huge reading discrepancy between cgm and bg meter. The cgm reading was 2.2 mmol/l and the bg reading was 33.5 mmol/l. The patient was not feeling well she nearly collapsed and had chest pains. She called 911. The patient¿s father took the patient to the hospital. At the hospital the patient was treated with intravenous potassium, salt (meant to be fluids), nebulizer and sliding scale. The patient was hospitalized for 3 days. At the time of the report the patient was recovered. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.